Event description:
Second stage of a shoulder prosthesis revision surgery performed on (B)(6) 2019. Previous stage took place on (B)(6) 2018. Cause for previous revision was a fracture of the glenoid bone due to a patient fall (our complaint#: (B)(4), not reported as patient related). During the previous stage, surgeon removed the glenoid side of the implant and implanted a hemi prosthesis with cta head. Moreover, the glenoid was corrected with bone graft. During second stage surgery a conversion to smr reverse prosthesis has been performed. According to the info received, the bone graft performed during previous stage revision surgery had corrected the defect, allowing the reimplantation of the new metal back glenoid. According to info received hemi prosthesis (with cta head) was implanted only as short term solution prior to the second stage of the revision (aim was the conversion to reverse shoulder prosthesis). No info received about patient clinical data. Event happened in australia.

Manufacturer narrative:
Dhrs check: by checking the dhrs of the components explanted during the second stage revision (cta head cod 1323.09.460 lot#: 1007875 and cta adaptor cod. 1352.15.200 lot#: 1715323) no pre-existing anomaly was found. No other complaints received on these lots. Explants analysis: explants were not available to be returned to lima corporate for analysis. According to the info reported by the complaint source, explants were in good conditions with no scratches or damages. Xrays analysis: we received the pre-revision surgery x-rays (exact date unknown) and forwarded them to our medical consultant for a clinical evaluation. Following, the comments received: "the surgeon has planned a 2nd stage revision with the intention of bone grafting the glenoid defect in the first stage, allowing that to incorporate and then returning after the graft has incorporated with the second stage where the definitive reverse prosthesis has been performed. This 2nd stage procedure is safe and is conventional wisdom. It does mean obviously two operations for the patient rather than just one and the "cost" of that is potentially a lesser outcome for the patient (the outcome being possibly inversely proportional to the number of surgeries). The prosthesis options on the glenoid side are such that it is rare that a 2nd stage procedure is necessary and if there is not the opportunity of bone grafting then a custom prosthesis can be made again with only the one procedure. This (event) should be considered as one revision only done in two stages." By our analysis, no issue with our products was experienced: the revision surgery was performed in two separate stages and the explanted components were only used as a temporary solution, while waiting for the fracture to heal. This revision is not product-related, but only related to the surgeon's choice to proceed in two stages instead of one. Pms data: this is the only similar case we are aware of (revision surgery of hemi with cta head used as a temporary solution) on a total of more than 4400 cta heads sold ww from 2004 (very low specific revision rate of (B)(4). No specific corrective action for this case. Lima corporate will continue monitoring the market.

Manufacturer narrative:
By checking the dhrs of the explanted components (cta head cod 1323.09.460 lot# 1007875 and cta adaptor cod. 1352.15.200 lot# 1715323) no pre-existing anomaly was found. No other complaints received on these lot#s. We will submit a final MDR once the investigation will be concluded.

Event description:
Second stage revision surgery performed on (B)(6) 2019. Previous stage took place on (B)(6) 2018. Cause for previous revision was a fracture of the glenoid bone caused by a fall. During previous surgery, the surgeon removed the glenoid side of the implant and implanted a hemi prosthesis with cta head. Moreover, the glenoid was corrected with bone graft. During second stage surgery (performed by a different surgeon), a conversion to reverse has been performed. According to the info receive, the bone graft performed during previous stage revision, had corrected the defect, allowing the reimplantation of the new metal back glenoid. Event happened in (B)(6).